Event description:
It was reported that a 980 ventilator failed power on self test (post). The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the exhalation valve. The se performed calibrations and extended self-testing on the device and all tests passed.